Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the 512sd safety shield would not cover the knife after passing through the abdominal wall. Another trocar was used to complete the case. There was no consequence to the pt.